Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare provider later reported a rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported, a right side exchange with no complaint against the device. Healthcare provider, later reported, a rupture. The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. As per the investigation procedure: particles and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.